Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the 5x120 bil smart flex self-expanding stent (ses) was opened from the sterile packaging the distal tip was already separated from the catheter. The product was not used in the patient, as the separation was discovered during package opening, prior to preparation. No device was used to complete the procedure. There was no reported injury to the packaging. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the black dotted pattern with a grey background was visible. No damage to the outer packaging was noted. The device will be returned for evaluation.